Manufacturer narrative:
Product evaluation: the sample was returned for investigation:the sample was returned in an open secondary package. Package included instructions for use (IFU), labels, device delivery system (eds) in a plastic bag and the device placed in a petri plate taped to the plastic. No cradle or pouch found in secondary package. The eds wire was partially pressed. The eds wire partially protruded from the cannula opening. No other complaints for the lot. No abnormalities were found during (device history report) DHR review. All products pass 100% final inspection at the manufacturer prior to approval. If a defect would be noticed, the product would have been rejected. The root cause cannot be identified as the device was detached from eds which was operated and performed its functionality releasing the device (the device was not loaded onto the eds wire). The complaint cannot be confirmed. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a glaucoma filtering shunt implantation procedure, the release of the shunt from the eds was ¿poor¿ and could not be implanted. A back up shunt was used instead. There was no reported patient harm.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).